Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four days post implant, the right atrial (ra) lead exhibited intermittent undersensing and was sensing and pacing the ventricle on current electrograms (egm). Possible ra lead dislodgement and high undefined impedance was also noted on the right ventricular (rv) lead. The rv lead was reprogrammed while both pacing leads remain in use. No patient complications have been reported as a result of this event.